Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that the patient¿s implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). In addition, intermittent undersensing was noted the right atrial (ra) lead during ongoing an atrial tachycardia/af episode. However, the atrial undersensing did not appear to affect ICD function/detections. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.